Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no benefit with the device. Therefore the user was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. Mechanical damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had no benefit with the device. A revision surgery was scheduled, during which proliferation of fibrous tissue up to the cochlea was seen, which made the removal of the implant difficult and the electrode was damaged. Therefore the user was re-implanted.